Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own were noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump display numbers did not stop counting upward when attempting to enter a bolus. The blood glucose reading was 168 mg/dl. The customer also reported that none of the buttons were working. The customer reported that the insulin pump was not dropped, bumped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.